Event description:
On (B)(6) 2012, medwatch uf/importer report (B)(4) was received: event desc: during the operative procedure some of the robotic instruments, the grasper and tenaculum, had rubbed together inside the patient's abdominal cavity and had worn thin. Portions of the tenaculum were frayed off. Upon discovery of the instruments' damage the patient cavity was methodically searched and copious amount of irrigation was utilized. The manufacturing company has been consulted to assist with in determining the causation of the instruments failing.

Manufacturer narrative:
The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.   Multiple attempts for additional information from the account were made. To date, no further information has been received. A follow-up medwatch report will be submitted if additional information is received. The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This report is being reported late due to customer service handling oversight.